Event description:
The customer checked blood glucose and obtained a result of 476 mg/dl. They took 6 units of insulin and two hours later were admitted into the hosptial with a glucose level of 21 mg/dl. They remained in the hospital for two days and received a glucose IV. The device was replaced and requested to be sent back for evaluation.